Event description:
It was reported that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 88 mg/dl. The customer states that the drive support cap is sticking out. The customer stated that there was a gap between the piston and reservoir stopper during prime. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was also received with a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.